Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's complaint was confirmed, the guide pin was detached and the lens was broken causing an unclear image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. In addition to the reported events in b5, the following non-reportable malfunctions were found during the device evaluation; the outer tube was bent and there were scratches on the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that after inspection of the device (telescope), the lock pin was found broken and the image was not good due to broken rod lens. There was no injury or health damage due to the reported event.